Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, but the malfunction persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.